Manufacturer narrative:
Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown stem- unknown part/lot; unknown head- unknown part/lot; unknown cup- unknown part/lot; unknown liner- unknown part/lot. It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to acetabular liner poly-wear. No delays or complications reported.